Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was noted that the subject device had a cut pink rubber component, a missing adhesive cover, and a missing thixotropic adhesive forceps cover. No patients were involved.